Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed and it required maintenance. The customer performed drawer recovery and rebooted the station; however, the issue was not resolved. The customer also power-cycled the station by unplugged and reconnected the power cable, but the drawers continued to fail and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers on both main and auxiliary units displayed failed to recover errors with yellow triangle indicators. A field service engineer (fse) inspected internal and external cabling with no visible damage, and drawer isolation did not identify the source. A firmware package was pushed, and drawer firmware updates were completed after replacing the communication sled; however, four drawers (main matrix drawer 1 and half-height drawers 2, 3, and 4) continued to fail. Further the fse replaced matrix drawer 1 controller and all pockets were removed from drawers 2, 3, and 4, followed by a cold boot and station relaunch, after which pockets were reinstalled. The system functioned as intended after the field service engineer repaired the device.